Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had an unexpected longevity. The device projected longevity had been 2.5 years and within approximately a year the device was at replacement status. The device is still in use. No patient complications have been reported as a result of this event.